Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer had high blood glucose. Customer's blood glucose was 500 mg/dl. Customer usually had high blood glucose after infusion set change. After troubleshooting, customer will not be returning the insulin pump for analysis.